Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the control pcb had failed, and the device did not function correctly due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electronic controller of the flushing pump did not work. The device did not respond or responded in a strange way to the control buttons. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electronic controller of the flushing pump did not work. The device did not respond or responded in a strange way to the control buttons. There were no reports of patient harm.